Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the omnipod personal diabetes manager (pdm) battery overheated and "bubbled up". The screen is bent and cracked. Additionally, it was reported that that pdm was exposed to high heat during vacation (120 degrees) and was dropped a month prior to the event.